Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 07/01/2009 that a customer had an issue with a safety syringe. Customer reports that the physician went to activate the safety syringe and the safety shield came off of the syringe resulting in a dirty needle stick. Customer states the physician using the product was unaware of the activation style thus resulted in the dirty needlestick injury.